Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump kink resistant tubing (krt) was worn to the filament. Bodily fluid was found inside the pump; however, it did pass leak testing. Both cylinders were visually inspected and underwent leak testing. The first cylinder krt was cut off from the input tube. The first cylinder had worn a fold in the proximal and middle of it. Also, it did have a hole at the corner of a fold, and broken fabric threads in the proximal and in the middle were found. The first cylinder also had a hole in the rear tip consistent with sharp instrument damage. Fluid leakage was found at the corner of a fold in the proximal and distal of the cylinder. The second cylinder krt was worn down to the filament, and it had worn at fold in the proximal and the distal end of it. The second cylinder had a hole with a suture tied the rear tip. Also, an excess of air was found between the inner and outer tubes when inflated with a syringe. Based on the information available and analysis results, the holes found in the cylinders could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had to be explanted due to a hole in the left cylinder. The device was replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had to be explanted due to a hole in the left cylinder. The device was replaced. No patient complications were reported.